Manufacturer narrative:
The patient's product details could not be confirmed as of the date of this report. This report is submitted on december 16, 2016. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections, hypertrophy and skin overgrowth with granulation over the abutment site. The patient's skin granulation was treated successfully with topical steroids (date not reported). However, treatment with antibiotic cream for the infections and hypertrophy were unsuccessful (dates not reported). Following treatment, tac gauze was applied to the abutment to allow the site to heal. On (B)(6) 2016, the abutment was removed. The implanted device remains.